Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference#: (B)(4).

Event description:
While performing a tee exam with the acuson sc2000, the device suddenly lost power and would not start up. The device malfunction caused a delay in the procedure. The exam was completed using a different system. The customer reported there was no patient impact or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the supplier part failure analysis is not available for siemens has not received the part from the customer. The probable root cause is due to the known issue of some electrical components failing in the psm (eqms-CAPA-001396). The cse replaced the psm to resolve the issue on site. Siemens will continue to track and monitor for trending purposes. Reference # (B)(4).